Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged one day after being implanted. One day after that, the right ventricular (rv) lead exhibited loss of capture. The rv lead was eventually removed and replaced. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.